Event description:
It was reported the patient (B)(6) lost stimulation. A diagnostic test found impedance issues for all lead contacts. Additionally, x-ray imagery revealed a nick at the end of the anchor. Surgical intervention was undertaken to explant and replace the patient's lead. Effective stimulation was recaptured for th patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.